Event description:
A hospital in (B)(6) reported via our distributor that an rt236 neonatal breathing circuit could not be connected to the heater wire adaptor as the heater wire pins were damaged. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that an rt236 neonatal breathing circuit could not be connected to the heater wire adaptor as the heater wire pins were damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt236 breathing circuit is en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint rt236 breathing circuit was received, visually inspected and the inspiratory and expiratory limbs were performance tested using a heater wire adaptor. Results: full insertion of the heater wire pins with the heater wire adaptor was not achieved for either the inspiratory or the expiratory limb. One of the heater wire pins on both the inspiratory and the expiratory limbs was found to be bent. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).